Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. Update d8 for 3rd party servicer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 571.6241 is confirmed due to cable j3 to power board loosened up. It's possibly jarring during the transport. Reseated the cable j3. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to error code 571.6241 is confirmed due to cable j3 to power board loosened up - reseated the cable j3. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement..